Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) battery is not charging. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) gave troubleshooting service over video call. The (fse) advised the biomed contact to reseat the pump console in the hospital cart. Once the led's indicating the battery was charging, the biomed was instructed to leave the unit plugged in until the batteries were fully charged. The unit passed functional tests with assistance from the biomed.